Manufacturer narrative:
Updated d9, g3, g6, h2, h3, h6.

Event description:
Leaking

Manufacturer narrative:
According to the customer, the "intro-flex sheath" had a "leak" causing a procedural delay while replacing the catheter. The customer reported the procedure was able to be completed despite the product issue. The customer reported there was no serious injury related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.